Event description:
Report received from the USA stating that the device exhibited heat. The device was being used during surgery. It is known that no patient or user injury was reported. It is unknown if medical intervention or a delay in surgery occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could not be confirmed. The device was received in a condition making evaluation impossible. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).